Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received inappropriate atp therapy due to noise. Noise was reproduced via isometrics and pocket manipulation tests. The lead was capped and replaced. No further information is available.

Event description:
New information received indicated that the patient is doing well post procedure.